Event description:
It was reported that occlusion alarms occurred. As a result, the customer went to the emergency room on (B)(6) 2025. The customer¿s blood glucose (bg) level was over 500 mg/dl with "very large ketones." Customer attempted to address elevated bg with a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the emergency room 4 to 5 hours later with the issue resolved and no permanent damage. Customer changed cartridge and infusion set to address the issue.